Event description:
A hospital reported a patient allegedly experienced skin damage with the use of the 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel, 2560. One week post application of the 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel, the patient removed the electrodes and reportedly observed a 2cm x 3cm area of skin damage with no bleeding. The area improved post disinfection, and administration of medication, type not provided. No additional information was provided.

Manufacturer narrative:
A1-a6: patient specifics: not provided. D4: lot number and expiration date: unknown. It is unknown if the initial reporter is a health professional. It is unknown if the report source is a health professional. Manufacture date: unknown. Product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether an electrode was the root cause. The electrode was worn beyond the stated time limit in the instructions for use. The instructions for use states, 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel 2560 are disposable, intended for single use, and has been tested for up to 5 days wear. For electrode removal, the electrode should be pulled slowly and gently from the edge of the electrode, while folding the electrode back on itself and supporting the skin underneath.